Event description:
An optometrist reported that following bilateral intraocular lens (iol) implant procedures a year prior, a pt was experiencing reduced distance and near acuity in each eye. The optometrist reported that the pt had an excellent recovery from the procedures, but returned five months postoperatively reporting reduced distance and near acuity in each eye. She was noted to have significant posterior capsule opacification in each eye and a yag laser procedure was performed for both eyes. The pt reported a noticeable improvement in her visual acuity following the laser procedures, but still felt as if there was a mild film over her vision. As time passed, the pt reported the film was getting worse. She described it as if she were looking through dirty contact lenses. Her visual acuity measures 20/20 at distance and near in each eye, but the pt is unhappy with the quality of vision. Upon examination, the optometrist noted an increased amount of glistenings in the iols and feels that the glistenings are playing a role in her described symptoms. Medical records were received and reviewed. For this eye, the pt reported a line or blur in her vision and being bothered by floaters. In a f/u, the optometrist reported the event continues. He is unable to improve the pt's vision with spectacles or dry eye treatment. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 11/17/2011, 11/18/2011, and 12/4/2011 by phone, fax, and mail. A completed questionnaire was received on 11/28/2011. Medical records were received on 12/5/2011. (B)(4).